Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels approximately 5-24 hours after pod wear on the abdomen. Blood glucose levels increased to approximately 21.9 mmol/l (~394 mg/dl) and did not decrease despite administering correction bolus doses and manual syringe injections of long-acting insulin totaling approximately 20 units of insulin. The patient began feeling unwell and developed symptoms including vomiting and weakness, prompting him to seek medical attention. The patient presented to a diabetes clinic, where capillary blood glucose testing was conducted and ketone testing revealed ketone levels of 0.3 mmol/l. The patient received treatment consisting of insulin injections and returned home the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.